Event description:
Customer reports back to back readings on the same meter using the advantage system with results of 189mg/dl, 457mg/dl and 139mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy:metoprititrate - 50mg/2 daily; hydrochlothiazide 25mg/ 1 d; livithorzine - 25mg/daily; symbostate - 40mg/1 at bed; terazosin 5mg/ 1 at bed; lazartin potassium - 100mg/1 daily; baby aspirin 81mg/1 daily; insulin r/rn 20/60 units/ 1. Insulin r/n 20/24 units/ 1 at - unknown.